Manufacturer narrative:
It was reported that the patient experienced a skin irritation while wearing the electrode patch - universal 2 channels. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older) and known medical/dermatologic conditions. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2025, that the patient was experiencing a skin irritation while wearing the electrode - patch - universal 2 channels. The patient was prescribed hydrocortisone and the symptoms improved when they removed the electrode. The patient did take a break in service and switched to the flex adaptor. The patient does has a history of skin sensitives when wearing adhesives. They reported the sensitive as a burning sensation. There was no mention of how the patient prepped their skin prior to placing the electrode. No additional information provided.